Manufacturer narrative:
(B)(4).

Event description:
The pt was implanted with an aus device on (B)(6) 2011. On (B)(6) 2011 pt was experiencing difficulty activating and deactivating the device. It was reported that on (B)(6) 2011 the pump and balloon were removed and replaced due to "break in his tubing." It wasn't a pump problem.